Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding a d/m one-sided cable tensioner not being able to tensions a cable was reported. The event was not confirmed. No devices were returned. No patient information was provided. It is not believed that patient factors contributed to the reported event. Device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Event description:
It was reported that the single side tensionser could tension the first cable properly, but it could not tension the second cable. Therefore, the surgeon tensioned with his hand and the procedure was completed.

Event description:
It was reported that the single side tensioner could tension the first cable properly, but it could not tension the second cable. Therefore, the surgeon tensioned with his hand and the procedure was completed.